Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer declined the troubleshoot for the high blood glucose. The customer stated that the high blood glucose because of the flu. The customer stated that the insulin pump received the power loss alarm. The power loss was cleared after the troubleshooting. The customer was treated with the manual injection and the insulin pump. The insulin pump will not be returned for the analysis.